Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was not returned for evaluation (still implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that a patient with a certas valve had a chronic subdural hematoma. The certas valve was implanted via v-p shunt on (B)(6) 2020 with setting 7 for the treatment of inph (idiopathic normal-pressure hydrocephalus) . After placing the valve, the hydrocephalus symptoms improved for 2 days. However, on (B)(6) 2020, the patient developed chronic subdural hematoma suddenly. The setting was changed to 8 but the symptom did not improve. Therefore, a new certas valve in series was added behind the existing valve.